Event description:
Per independent repair center statement the unit will not start. The key failure was the power switch would not start. Additional malfunctions include the zip ties for the tubing was leaking.